Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run. The reported condition was confirmed. The assignable root cause was determined to be due to worn out components from normal use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the electric pen drive device did not work. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no patient or user injuries reported. It was not reported if there was medical intervention or prolonged hospitalization. The reported event was discovered 2015; however, the reporter could not specify the month or day of the event. All information has been disclosed. If additional information is received that was not available, a supplemental medwatch would be submitted as appropriate.